Manufacturer narrative:
(B)(4). Investigation result of stent partially deployed. Investigation results: an ultraflex distal release esophageal ng stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 39mm. No issue was noted with the profile of the partially deployed stent. The shaft was noted to be fractured at the skive area of the device. This type of damage is consistent with excessive force being applied to the delivery system during the procedure and may have resulted in the fracture. During analysis, it was not possible to retract the deployment suture using the pullring due to the fracture at the skive area. The remainder of the stent was deployed by retracting the suture at the distal end of the device. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex distal release esophageal ng stent was used during an esophageal stent implantation procedure performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a lesion due to esophageal cancer. Reportedly, the lesion was not dilated prior to the procedure. During the procedure, the deployment suture could not be pulled back using the pullring and the stent was unable to be deployed. The shaft also broke in two near the handle. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed reportable based on the investigation result that the stent was partially deployed.